Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo of primary set, model 11426964, was received by the customer for investigation. Upon visual inspection, it could be observed that the tubing was attached to a phaseal optima injector and evidence of leakage could be seen. No other defects were observed in the photo provided. The customer's complaint that the alaris tubing set was leaking a chemo drug was verified. However, without a physical sample returned, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed on model 11426964 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: without a physical sample returned, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20dp low sorbing no ports experienced leakage at connection. The following information was provided by the initial reporter: nurse noticed drug on the floor and dripping from the tubing (alaris #11426964) towards the end of the infusion. Chemo was administered at approx 500 ml/ hr with an alaris pump. Customer felt that the leak occurred between the spin collar connection and the phaseal optima injector (product 515057), which had been attached in pharmacy. All pharmacy staff has been trained and retrained in how to connect these components.